Event description:
Per the surgeon, the patient experienced a loss of osseointegration (B)(6), 2014 resulting in fixture loss.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
Correction: the correct catalog number is 90432; not 92127 as previously reported. This report is filed 25 apr 2014.